Manufacturer narrative:
The device was returned to the MFR for repair and eval. Eval of the device observed that when the handpiece was connected to an electric battery supply the handpiece did not run. The handpiece did not appear to have any external damage. The most probable root cause of the reported event is moisture entering the handpiece resulting in the motor bearing becoming rust to the motor housing. This in turn would not allow the motor to turn. The device was serviced and returned to the customer.

Event description:
It was reported that during surgery, the universal modular electric/battery single trigger handpiece seized operation during reciprocating sawing of the femoral neck. It was also reported that the handpiece could not be restarted. Add'l clinical info rec'd from the customer indicated that the surgeon began to cut the femoral neck. About five seconds into the cut, the hand piece began to strain and shut down. It was verified that the directional switch was not in the neutral position; therefore the power source was switch from battery to electric. When connected to the electric power source, the hand piece made a clicking sound and was inoperable. A second universal handpiece was retrieved to continue the surgical procedure. When connected to the battery, the handpiece did not work. It was connected to the electric console, but the handpiece would not turn on. Finally, a third device was retrieved to complete the case. When the battery was attached the device did not function. However, the power source was switched to electric console and the hand piece worked appropriately to complete the procedure. This report is associated with medwatch # 803100-2013-00252 for second universal handpiece use in this case.